Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a highest glucose of 369 mg/dl and later a lowest glucose of 75 mg/dl while starting a dexcom g6 on ilet, confirmed a 2-hour warmup, and treated the high using fast-acting insulin via backup therapy; the user was advised to remain off the pump for 4 hours, and the glucose was out of range for a few hours. Symptoms included hyperglycemia and hypoglycemia. Outcomes included no serious injury, illness, or impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.